Event description:
On (B)(6) 2013 the customer obtained erroneous troponin and ck-mb results on several patient samples, on the laboratory¿s access 2 analyzer. Erroneous results were also obtained on (B)(6) 2013 so another MDR report # 2122870-2013-00917 was generated. A pm had been performed on (B)(6) 2013 and the field service engineer (fse) had found foam in the wash pump. He fixed the issue and the next day, the customer obtained erroneous tropi and ck-mb results. The customer reran the samples on the back-up analyzer and obtained different results. It is unknown if there were changes to patient treatment. The fse returned onsite after the customer called and found that foam had returned in the wash pump. He cleaned out the valve motor, replaced rotor, stator and seal and rebuilt the wash pump. No more foam was present. The wash valve is the likely cause of the failure.

Manufacturer narrative:
Since erroneous results were also obtained on (B)(4) 2013, another MDR report # 2122870-2013-00917 was generated.